Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of sticky trigger and insufficient/low power were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was sticky, and the reverse locking mechanism was blocked and would not reverse. It was further observed that the motor, seal, and bearing were worn, and the power was insufficient/low. It was further determined that the device failed pretest for check forward and reverse mode function, check the power with power test bench and check for sticky trigger. It was noted in the service order that the device was not working. It was reported that there were no delays in surgery and the procedure was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.